Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2012 due to voiding dysfunction. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, bilateral salpingo-oophorectomy and mesh placement performed during mesh implantation.